Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer placed the pump into storage mode and the following day, turned the pump back on. A malfunction alarm occurred. There was no impact to the customer's blood glucose as the customer was not using the pump for insulin therapy at the time of the event.